Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field information, arthrex was able to determine the most likely cause. The most likely cause of the reported failure is user error, which may include improper bone preparation, misalignment of the insertion angle, and incorrect surgical technique during device application. These factors could have contributed to the malfunction or compromised the implant¿s integrity during the procedure. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11th oct 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, its anchor broke during insertion. This was detected during a repair of the deltoid ligament surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-2324bcc. There were no patient harm and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-2324bcc swivelock®, batch number 15325881, was received for evaluation. Visual inspection revealed that the screw was fractured. Most likely causes of the reported failure: improper bone preparation. Misaligned insertion. Prying or leveraging the device during insertion. Dfu-0087; revision 3; section g ¿ precautions: make sure to use the recommended drill bit or punch to create the bone socket. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. Pushlock and swivelock suture anchors only: insert the driver into the bone socket until the anchor body makes contact with the bone. Preview and adjust suture tension, if necessary. Tension will not increase during the final advancement of the anchor body. Pushlock and swivelock suture anchors only: ensure that the anchor body is in full contact with the bone before advancing the anchor body into the prepared bone socket. Complaint allegation is confirmed. Refer to the investigation photos for visual evidence.